Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was explanted/replaced on 2020-oct-14. The issue was resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare professional (hcp) via a clinical study on 2020-may-22 regarding a patient receiving hydromorphone 10 mg for a total dose of 5.00122 mg/day, bupivacaine 10 mg for a total dose of 5.00122 mg/day, and fentanyl 1342.8 mcg for a total dose of 671.56396 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It reported that on (B)(6) 2020 the patient reported increased pain. The pump was reprogrammed where the fentanyl was increased. The patent's gabapentin (600mg) was increased to three times a day. A catheter dye study was scheduled. On (B)(6) 2020 the patient complained of constant pain for the past 2 to 3 months. It was noted the patient did not notice the increase in fentanyl. The catheter dye study performed on (B)(6) 2020 was normal. It was noted that the fentanyl dose was increased for next syringe. The outcome of the event was noted as ongoing. The clinical diagnosis was increased pain in lower back. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (fentanyl) was possibly related and the drug action that caused the event was an increased dose. No further complications were reported. Additional information was received from a healthcare provider via a clinical study on 2020-aug-22. Fentanyl and gabapentin were increased on (B)(6) 2020. Fentanyl was increased again on (B)(6) 2020 and on (B)(6) 2020. Elective replacement indicator (eri) was at 17 months. The pump was to be replaced in october of 2020.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.